Event description:
The customer reported no audible alarms, and no audible tone when the keyboard buttons were depressed. The nellcor puritan-bennett customer support engineeer verified the nonfunctional alarm and replaced the audio alarm assembly. The unit passed extended self testing. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.